Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2018 with blood glucose of above 400 mg/dl. Customer stated the other blood glucose level was 123 mg/dl. The customer was treated with insulin intravenous drip, intravenous fluids. Customer stated that the drive support cap appears normal. Customer does not allege pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08740 inches. Unit received with intermittent esc and act buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. Device received with cracked case at display window corners and display window. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.